Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was unknown at the time of incident. The customer was advised to change the infusion set. The customer stated that the insulin did not exit. The customer changed the reservoir with the current infusion. The insulin did exit and the insulin did not alarm no delivery alarm during prime. The customer was advised that the reservoir resolved the issue. The reservoir will not be returned for analysis.